Event description:
During an ECMO procedure, air was seen in the line. The line was clamped prior to air reaching the patient. The patient became hypotensive and coded when the pump was turned off. The patient was resuscitated. The hospital found no issues with the pump. The incident was not device related. The hospital stated that there was no patient injury as a result of the pump.

Manufacturer narrative:
Sorin group (B)(4) manufactures the centrifugal pump console. The incident occurred at (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). During an ECMO procedure, air was seen in the line. The line was clamped prior to air reaching the patient. The patient became hypotensive and coded when the pump was turned off. The patient was resuscitated. A sorin group service representative was dispatched to evaluate the pump. The system was functionally tested. No mechanical issues were found. The pump was placed back into service by the biomed. Risk management stated that the hospital did not believe the pump malfunctioned or was at fault for this incident. This was confirmed by the sorin representative during the evaluation. It was necessary to turn off the pump since air was seen in the line. Once the pump was turned off, the patient presented with a hypotensive episode, coded and required resuscitation. No problems were found with the equipment. This medwatch report is being filed as a result of the medical intervention that occurred after the pump was shut off. Instructions for use, under indications for use, state that "the scp has been qualified only for durations of six hours or less, appropriate to cardiopulmonary bypass procedures and has not been qualified through in vitro in vivo, or clinical studies, for long term use as a bridge to transplant, pending recovery of the natural heart or extracorporeal membrane oxygenation (ECMO) procedures".